Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 40 mg/dl at the time of the incident. The customer got into a car accident as they had no sensor readings. The customer was at 265 m/dl at the time of hospitalization, and 152 mg/dl at the time of the call. The customer used glucose tablets and was given intravenous glucose to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer also reported sensor signal not found and lost sensor alarms since (B)(6) 2018 and this is what led to the low incident. The insulin pump will not be returned for analysis.